Event description:
It was reported taht during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion in the lad was predilated with a 3.25x12mm maverick balloon. The physician attempted to place the taxus express2 3.0x16mm drug eluting stent, but was unable to cross the lesin and the vessel dissection. The physician decided to end the procedure at the point and the procedure was not completed. No further patient complications occurred. Patient status is satisfactory. Additional information is not available.